Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 5.5 years to 3 years over the course of one year and from 3 years to 1 year over the course of one more year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and the device replacement procedure has already been scheduled. No adverse patient effects.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 5.5 years to 3 years over the course of one year and from 3 years to 1 year over the course of one more year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and the device replacement procedure has already been scheduled. No adverse patient effects. Boston scientific has made three attempts to obtain additional information regarding the device replacement procedure, however; no response was received.